Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, lot# j10901r17, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
It was reported that the pump had gone empty three times. The patient felt that, since implant, the pump wasn¿t working for him and the healthcare provider (hcp) decided to manage the patient¿s pain with oral medications. It was indicated that they wanted to turn the pump off. At the time of report, the pump contained hydromorphone and bupivacaine; however, it was unknown if this was consistent with the drugs in use at the time of the event.